Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned drawer cubie was unable to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main legacy full height drawer 3 with pockets b4 and c3 failed with required maintenance. A field service engineer (fse) replaced a new retractor band and reseated all cables, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.